Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but positioning was inadequate. As the device was being recaptured, difficulty was encountered and increased force was required to withdraw the closure device into the sheath. Once fully recaptured, the wds was removed and exchanged for another to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant deployed and blood in the device. The implant, sheath, hub, core wire, and tip were visually and microscopically examined. Inspection revealed kinks in the sheath at 8cm and 75.5cm proximal of the tip. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then re-deploying within the anatomy. Product analysis was unable to confirm the reported difficulty recapturing as clinical circumstances could not be replicated.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed but positioning was inadequate. As the device was being recaptured, difficulty was encountered and increased force was required to withdraw the closure device into the sheath. Once fully recaptured, the wds was removed and exchanged for another to complete the procedure.